Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed that the femoral had bone cement on the backside, the tibial had minor scratches, and the articular surface had gouges and pits on the mating femoral condyle surfaces as well as backside wear. Device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were reviewed and it was found that they identified an overall fit and alignment. Radiolucencey at the bone cement involving medial and lateral tibial plateau was noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05790.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00524. Medical product: nonaugmentable stemmed tibial component option size 8 catalog # 00598605702, lot # 63092314, articular surface size gh 10 mm height "use with plate 7 catalog # 00596405010, lot # 63132634, palacos r+g catalog # 66017772, lot # 83120093. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left knee arthoplasty on an unknown date and was subsequently revised due to pain, left knee synovitis, osteolysis, bone loss under the femoral component, there was no bonding between the bone cement and tibial component, and loosening. Attempts have been made and additional information on the reported event is unavailable at this time